Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and low reading being 0 was observed which should be higher than 30. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller is no longer working and will not charge the implanted neurostimulator since the monday before thanksgiving. Patient said the other day when they tried to charge the implant again they got an error code rm03. Patient stated they first noticed the issue a couple weeks ago and started having trouble getting it to pick it up and go out to find the device. Patient asked to contact a local manufacturer representative (rep) in the area. Patient stated they left messages for two reps haven't heard back. Agent asked patient to connect with the controller and controller showed no device found. Patient confirmed the controller is fully charged. Agent asked patient to inspected the recharger for damage and said there is a little bend at the round paddle area and when she was trying to charge last week, it got hot where the cord goes into the paddle and it felt like it was shocking them. Patient confirmed there is no tissue damage on the skin and this happened since the beginning of nov. Agent reviewed reps role. The issue was not resolved. A replacement recharger (rtm) was sent out.